Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide catheter: camino jr4 6fr. Stent: liberte 4.0x16mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion was heavily tortuous and calcified with 90% stenosis. The bmw universal ii guide wire was advanced, and after pre-dilatation with a non-abbott balloon catheter, during the attempt to implant a non-abbott stent, the stent dislodged. During attempts to retrieve the stent, the bmw guide wire became stretched and trapped. Vasodilatory medication was given to help facilitate removal of the guide wire; however, it had little effect. The guide wire subsequently separated during the retrieval attempts for the dislodged stent. The procedure was completed without any attempt to retrieve the separated segment of guide wire. The day after the procedure, it was noted that thrombosis had formed around the separated portion of guide wire. Heparin was given to treat the thrombosis and an intra-aortic balloon pump (iabp) was placed. As of (B)(6) 2011, it was reported that the iabp had been disconnected. On (B)(6) 2011, a stent was implanted to compress the separated portion of guide wire against the vessel wall. The patient's condition was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood on the core, polymer and on the coils and there was no contrast visible which is consistent with the guide wire being used in the procedure as reported. Analysis confirmed the reported tip separation as the tip was separated, 2.3 centimeters (cm) distal to the center solder. The separated portion was not returned. Analysis also confirmed the reported stretched tip as the tip coils were stretched distal to the center solder for a length of 2.1 cm which is likely related to the guide wire tip separation as no damage was reported during inspection prior to use. The shaping ribbon was twisted proximal to the separation for a length of 2 millimeters (mm). The polymer was wrinkled 1.2 cm proximal to the proximal solder for a length of 2.8 cm. There was a tear in the polymer, 2.3 cm proximal to the proximal solder. The polymer was torn 4.6 cm proximal to the proximal solder. The proximal portion of the torn polymer was folded over itself for a length of 3 mm. There were three kinks in the core, 1.5 cm, 39.5 cm, and 80 cm proximal to the proximal end of the hypotube. There was a kink in the core, 1.8 cm distal to the proximal end of the guide wire. There was a bend in the core, 56 cm distal to the proximal end of the guide wire. These damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The outer diameter of the guide wire core proximal of the hypotube was measured and met manufacturing criteria. The scanning electron microscopy (sem) analysis suggests that the shaping ribbon failure may be attributed to ductile overload. Examination of the shaping ribbon revealed a twisted appearance. The coil failure may be attributed to tensile overload. Examination of the coil revealed necking. The reported guide wire separation appears to be the result of the guide wire becoming trapped. Additionally, a stent was implanted to compress the separated portion of the guide wire against the vessel wall. Reportedly, thrombosis had formed around the separated portion of the guide wire and medications were given to the patient to help facilitate removal of the separated portion of the guide wire and to treat the thrombosis. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that the images confirmed that the guide wire tip fractured and fragmented. At the end of the procedure there was still thrombus present. There were no images of the next day procedure to remove the wire fragment.

Manufacturer narrative:
(B)(4). Device was not returned for analysis. Factors that may contribute to resistance may include, but not limited to, patient anatomy, lesion morphology, and/or interaction between associated devices. In this case, the vessel was described as heavily tortuous and the lesion was calcified with 90% stenosis which could have contributed to the reported difficulty. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. It was reported that during attempts to retrieve the dislodged stent, the guide wire became stretched and trapped, which could have contributed to the reported guide wire separation. The reported stretched tip and guide wire separation appears to be the result of the guide wire becoming trapped. Additionally, a stent was implanted to compress the separated portion of the guide wire against the vessel wall. Overall, the reported difficulties, stretched guide wire and subsequent tip separation appear to be related to operational context of the procedure. There is no indication of a product quality deficiency. The lot history record was reviewed and there were no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for separation for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.